Event description:
Staff reported pt was receiving IV fluids via IV pump when the pt reported to the nurse that sparks and a flame was coming out of the back of the IV pump. Nurse turned off pump and flame extinguished. Got a towel and unplugged the IV pump. According to nurse. [T stated the sparks hit her arm but caused no harm. No burn or redness noted to arm. IV pump was removed from svc and taken to biomedical dept. Cut with exposed wires and burnt place noted in cord where the cord is connected to and enters the pump device. Pump was plugged into ac power at the time of the event. No issues noted with prongs of cord. New pump was used for pt IV infusion.